Event description:
It was reported the following issue occurred during the use of a hi-torque connect guide wire. Procedure to recanalize a tibial vessel. The hi-torque connect guide wire crossed the lesion without any issue and without any resistance. The balloon (bantam clearstream 0.35) crossed the lesion without any issue and without any resistance. The pta was performed with success. At the moment of retrieve the balloon, it was experienced an excessive resistance against the guide wire. The balloon and the guide wire has been retrieved as a single unit. Out of the patient, it was noticed that the guide wire was damaged, the hydrofobic coat was not smooth. It was confirmed that no parts of the guide wire remained in the patient anatomy and that the guide wire was damaged but entire. No patient effects, delays or consequences. The lot number was not recorded at the time of the procedure and now it is no more possible to retrieve it. The date of occurrence was not recorded at the time of the procedure and now it is no more possible to retrieve it. We have offered to return the device for analysis and we will return it. Patient information (e.g. Age, weight, gender, patient's initial) cannot be handled by (B)(6) in absence of patient's written consent as national legislation prevents the recording of such information...